Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient's daughter stated that the patient received questionable results when testing with coaguchek xs meter serial number (B)(4). At 3:17 p.m. On (B)(6) 2018, a sample from the patient resulted as 7.4 inr. The accuracy of the result was questioned, so testing was repeated. At 3:25 p.m. On (B)(6) -2018, a sample from the patient resulted as 5.6 inr. No adverse events were alleged to have occurred with the patient. The patient was told by the physicians office to not take any warfarin on the night of (B)(6) 2018. Information was also provided which stated that no medical treatment was provided, delayed or withheld based on the meter results. A clarification of the correct information has been requested. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once every two weeks. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's warfarin dose was slightly decreased based on the inr value obtained on (B)(6) 2018. Starting on the week of (B)(6) 2018 to (B)(6) 2018, the patient was taking pain medication more than usual. The patient had an unrelated fall prior to her doctor's appointment on (B)(6) 2018. The patient has eaten less recently. The patient has not had a special or unusual diet. The patient has no other illnesses. The patient has some normal bruising and a scrape, but nothing abnormal or needing treatment. The meter had not been cleaned. The heater plate had some slight discoloration and this was not blood. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 26683421) were tested in comparison with the current master lot at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. One of the patient's test strips and meter were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 52%. Donor 2 hct: 46%. Testing results: donor 1: retention meter with master lot strips: 2.1 inr customer meter with customer test strip and master lot test strip: 2.1 inr (customer strip), 2.1 inr (master lot strip). Donor 2: retention meter with master lot strips: 2.3 inr; customer meter with master lot strips: 2.2 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided that would point to a cause for the result discrepancy. Upon review of the meter memory, the value of 5.6 inr on (B)(6) 2018 was observed, but the alleged value of 7.4 inr was not present. Upon review of the meter memory, the following additional result discrepancies were observed: (B)(6).

Manufacturer narrative:
It has been confirmed that once the patient received the value of 5.6 inr, the patient contacted her doctor. The patient was advised to hold her warfarin/coumadin medication for the night of (B)(6) 2018.